Manufacturer narrative:
The case report indicates the event is definitely related to the devices and definitely related to the procedure. This event report was received through clinical data collection activities. The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to patient experiencing a gradual deterioration in pain and function of the shoulder over the last few weeks. X-rays show subscapularis failure.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the pain and decrease in function was likely the result of the subscapularis tear.

Event description:
Index surgery: (B)(6) 2016. Non-revision due to patient experiencing a gradual deterioration in pain and function of the shoulder. X-rays showed subscapularis failure. This event report was received through clinical data collection activities.